Manufacturer narrative:
The reagent lot number is 868906. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+b results for 1 patient on a cobas e 402 analytical unit. The initial result was 0.932 miu/ml. On (B)(6) 2026, the sample was tested at another facility, and the results on a cobas e801 module were 50.2 miu/ml and 52.2 miu/ml. The sample was tested on "non-roche equipment," and the result was 45.2 miu/ml. On (B)(6) 2026, the sample was repeated on the same module as the initial result, and the result was 50.3 miu/ml.